Event description:
At the conclusion of a lap choly, it was discovered that in the area between the two vertical slits on the tip of the cannula, 50% of the tip was missing. The pt was opened and the missing tip portion was retrieved. They do not know what caused the breakage.